Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker reached elective replacement indicator (eri) earlier than expected. Boston scientific technical services (ts) suggested to do save to disk files to determine cause. The device remains in service. No adverse patient effects reported.